Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:15 pm after the end user received inconsistent results from her two prodigy meters. The end user performed two blood glucose test on 2 separate prodigy meters and received readings of 500 mg/dl and 275 mg/dl. Out of concern for the high reading over 500 mg/dl the end user sought medical attention. The end user refused to provide any of the pertinent information on the initial call. So several attempts were made to contact the end user to obtain additional information in regards to this medical attention. All attempts were unsuccessful, so therefore no further details could be gathered.